Manufacturer narrative:
The reported event was thinning tissue above pocket. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
It was reported that the patient presented to the clinic due to thinning tissue above the pocket, where the skin had darkened and hardened. The physician decided to explant the entire system, which included the pacemaker, right ventricular lead, and atrial leads. A new system was replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.